Event description:
Information received indicates the right siderail weld is broken at the pivot, preventing the siderail from latching.

Manufacturer narrative:
A new siderail was sent to the facility to repair the bed.